Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07223. It was reported the patient presented to the emergency room due to vomiting post implant procedure. X-ray and CT scan results revealed no anomalies. The patient stated her white blood cell count was high and she developed a rash on her back. Follow-up identified the patient has healed and according to the physician, the patient was likely allergic to adhesive and prep used prior to the procedure.